Manufacturer narrative:
The investigation is not yet complete, a follow up report will be submitted on completion of the investigation. B3: estimated date.

Event description:
According to the available information the plastic ring is not placed over the two flush and suction buttons but lies in front of the buttons on the instrument, and the device does not flush or suck.